Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. No moisture damage found inside the device .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having problems with pressing the buttons on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer also mentioned that the bottom and the back of the insulin pump were completely worn out. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that the arrow button was unresponsive. The customer reported that pressing menu button took them to the menu screen and using the up arrow does not allow them to navigate screens. The customer stated that using the down arrow does not allowed them to navigate screens. The customer stated that the insulin pump was dropped and was also exposed to moisture. The customer reported that an alarm was not in progress at the time the button was unresponsive. The customer stated that the block mode was inactive. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. It was reported that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.